Event description:
It was reported that while ablation was performed in the left artery using a navistar ds catheter decrease of blood pressure was found by echo system and recognized that cardiac tamponade had occurred. Pericardial drainage was attempted however the doctor accidentally punctured the left artery through the right ventricle with a puncture needle. The blood pressure did not recover therefore surgery was performed to stop the bleeding. The patient condition is stable now.

Manufacturer narrative:
The catheter passed visual test and electrical test.